Manufacturer narrative:
The device was returned for analysis. The reported suture break was not confirmed as the entire suture was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional 4 proglide devices referenced in b5 are being filed under separate medwatch reports.

Event description:
It was reported that suture placement in a calcified left common femoral artery was attempted with proglide devices using the pre-close technique via a 7f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the aaa procedure was completed. Reportedly, the sutures of the two pre-placed sutures had a suture break when attempting to tie the knots. Three more devices were attempted but same issue occurred. A cut down was performed and the vessel was repaired, hemostasis was achieved via surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.